Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that they experienced high blood glucose up to 500 mg/dl and insulin pump had blank display. The customer was treated with the manual injection. The customer had changed the battery may be a week ago and was not given any notifications for low battery and was not beep. Troubleshooting was not performed for high blood glucose and performed for blank display and damage. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with blank display, problem isolated to interface board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify off no power or battery out limit alarm due to blank display. Unit had cracked lcd window, cracked case at display window corners.